Event description:
It was reported that "6 of staples jamming. Ten (10) of staples split apart. Three (3) of continuous staples at once release". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was not engaged. The stapler was returned with 18 staples remaining in the cover block, indicating that the customer fired at least 17 staples. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples all fired and were able to engage and close into the simulated skin with no difficulty. DHR review could not be conducted since the lot number was not provided. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. The reported complaint of "misfire/jamming - staples not forming/closing" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired, and no issues were observed with the returned stapler. A device history record review could not be performed due to no lot number being provided. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.